Event description:
While using the device in the hospital or, during open heart surgery, the reporter stated the device displayed "energy fault" and did not appear to deliver energy to the patient's heart. A back-up device was called for and immediately used. No adverse affects to the patient were reported as a result of the alleged malfunction.